Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with the initial intention of using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with 6 devices as the sutures were not present when the plungers were removed. The pre-close technique was abandoned, and the evar was completed using a 12f sheath. After the evar, closure was attempted with 2 more proglide devices; however, cuff misses occurred again with both devices. After 8 device failures, the physician decided to perform a cutdown. During the cutdown, 2 anterior feet were found and were removed from the patient anatomy. It is unknown which of the 8 devices the feet separated from as all the devices were discarded immediately after use. Hemostasis was achieved via cutdown. A clinically significant delay was reported, however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported and the product was not returned for analysis. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.